Event description:
The account alleged that the head of the bed will not lower. No patient impact.

Manufacturer narrative:
The account replaced the main power control board but the issue remains. No further information is available on the repair of th bed at this time.